Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: the keypad cover was found to be torn at the ok button and peeling from the bottom of the keypad. During testing, the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
The patient reported that the pump keypad buttons have been intermittently responsive since receiving the pump on (B)(6) 2011. He reported that the keypad buttons feel flat when he goes to press them. The patient reportedly wore the pump on the belt and did not clean the pump.